Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was diagnosed with an infection at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein the entire system was explanted. In turn, the patient is being treated with prescribed antibiotics. Patient is stable.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and event information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.